Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va08ven, implanted: (B)(6) 2013, product type: lead; product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
Additional information received reported that for the last 3 months the device had not been working. It stopped helping the patient¿s symptoms, they had a loss of therapeutic effect, and they were back to where they started with their symptom control. The patient had been leaking since (B)(6) 2015. There was nothing the hcp could do. The patient was on program 1 at 3.6v and stimulation was verified to be on. The patient had never changed programs and changed to program 2 and increased to 3.0v where it was comfortable. The patient had to have an MRI of their legs for bulging veins, and this was unrelated to their therapy. The patient had venous insufficiency where their veins were breaking and not healing. Later that day, the patient reported that they were on program 2 and it still was not working. The patient would switch over to program 3 and would have an appointment with their hcp on (B)(6) 2015.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from patient reported that they had the device for incontinence. The device was installed in their back and "it was killing them¿. It was touching the nerve in their legs and they were getting no circulation to legs. It was causing the blood circulation to stop getting to their leg. It seemed to be touching nerves it shouldn¿t. They wanted it removed. Patient stated the pain was getting worse and it was not helping any incontinence problem at all anyway. They can barely walk because the pain was so great. They had problems with it since they had it implanted.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the patient said it quit working and it was hitting nerves in their right leg. The patient also mentioned that it really hurt and was causing their foot to swell. The patient questioned if she should get it removed and when she pressed the button on the patient programmer all it said was "inter stim icon". There were no further symptoms or complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the patient on november 3rd reported the device for incontinence did not work. The patient stated the device was causing them a great deal of vein pain in their legs, to the point where she could not sleep at night. The patient stated on a pain scale it was going between 8 to 10. The patient wanted to know where she could get the device removed. The patient stated she had the device since 2015 and it had done absolutely no good. The patient noted they were losing circulation in their legs, and they had 5 leg surgeries already to help with the circulation and it did not help. The patient stated it was hitting nerves that run down their right leg and into their foot and the pain was getting worse all the time. The patient noted the pain was constant, it sucked. The pain was very intense and they had tried shutting it off turning it on again, but they had the same results, but nothing worked. The patient stated the device was not working like it was supposed to, it shouldn¿t hurt, or give them a back ache and it should not be touching my sciatica nerve. The patient noted their right leg was swelling and it felt like their foot was on fire. The patient noted they hate the nerve pain the device was causing. The patient noted it never did that before. The patient stated it never did stop my incontinence. The patient was considering getting the faulty device removed. Additional information from the patient on november 3rd reported they weighed (B)(6) when the device was installed and they weigh (B)(6) now. The patient stated they hated the thing, it hurt. The patient reported they had venous status on their calf that was not healing, and their back hurt. The patient stated their right leg was swollen, not just their foot. The patient stated now that she was on medicine nobody will touch it to remove it, and the pain was intense the pain [unknown]. The patient stated that nothing worked and hitting their leg did not help. The patient stated they had tried rubbing it pressing on it, tried wrapping it with ace bandage, compression. The patient noted the compression made the pain worse, but they need it for their venous status over. The patient stated what helped the pain was staying up all night and 4-8 aleve tablets just about every night. Just like on (B)(6)2017, they had so far had 4 aleve tablets in 2 hours. The patient noted the patient had not subsided, and they had pain all night. The patient stated it runs from the lower back to their foot and it had not stopped their incontinence or fixed the problem. The patient stated they had compression for their venous status but it stopped the device worse, the pain was at 8-10  in their back and ran down most the right leg and the heel of the top of their left leg it at the time of the report. The patient noted it made their right leg feel real heavy due to the fact they had a lack of circulation in the calf of their legs, but the right side was worse. The patient noted they had 3 surgeries in their right leg due to a lack of circulation and 2 surgeries for the same thing in their left, and still no relief. The patient noted they did not like the device and it was not worth it to have. The patient noted the device might work for some people, but not them. The patient stated it was hitting nerves it should not be hitting. The patient stated the night was when the pain really set in and last for 5 hours plus, from midnight to 5 am just about every night. The patient stated on (B)(6) at 9:10 pm her right leg felt heavy, their pain level was at 2. The patient went and took 2 aleve pills. The patient stated at 12:10 am the pain level was at an 8 and they walked around leg, and it felt heavier. The patient stated the pain started in the butt area and went down to the right leg. The patient stated at 1:50 am pain level was still at an 8 and they took 2 more aleve pills and sat and played cards to take their mind off the pain. At 1:56 am their knee hurt from the arthritis and it ached rocking back and forth and rubbing their legs see med to help. The patient stated at 2:02 am their pain level was at 0 and the right leg felt heavy and stiff. The patient added at 2:45 am the pain in the right leg was returning, their pain was still heavy and still their pain level was at 3. At 3:21 am their right foot was beginning to swell, and they were going back to bed and see if they could sleep again. The patient stated the pain level at 3. The patient stated they woke up at 8:58 and the pain had subsides to a level 2, the swelling the right foot was down, and the slept peacefully. The patient stated it really needed to be removed as it was still painful to have in their body. The patient noted the device was more trouble than it was worth. The patient noted at 9:28 am they had a new pain, it hurt to put weight on the right leg, the patient stated it was sharp burning stabbing pain from where the device was to the bottom of the foot. There were no further complications that have been reported as a result of this event.

Manufacturer narrative:
Please see regulatory report #3004209178-2018-08540 for information regarding this event received on april 13th, 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that the implant caused her many back problems. The patient stated that her veins were fine prior to implant (please see previous crts for information regarding breaking veins). The patient stated that she has a follow-up appointment with her healthcare provider (hcp) regarding the stitches from the explant on (B)(6) 2018. No further complications were anticipated/reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp). The hcp reported that the cause of the device not working and being a faulty device was unknown. The hcp stated that the patient needed an MRI due to back pain. The hcp reported that the battery was not working, but the hcp's understanding was the device was running, so she couldn't have an MRI. The hcp stated that the action taken to resolve the device not working/being a faulty device was the device was removed. The hcp stated that it is unknown to him what caused the 5 leg surgeries due to broken veins in both legs and the ligaments in the patient's legs breaking that caused her to walk with a cane. The hcp reported that the patient had the interstim in 2013 and reported 90-95% (improvement? Illegible). The patient returned in 2018 with lower back pain and leg pain needing an MRI, so interstim was removed for the MRI. The hcp stated that he did not know that the patient had problems (5 leg surgeries, broken veins, and broken ligaments) related to the interstim and that the these issue were not reported to him. The hcp stated that he had no idea what the cause of the 5 leg surgeries, broken veins, and broken ligaments was, and that the patient never reported this to them. The hcp stated that the actions/interventions performed for the broken ligaments were unknown. The patient had treatment for this at a different physician. The hcp stated it was unknown if the patient had vein/ligament issues before they were implanted. Patient weight was updated. No further complications were anticipated/reported.

Manufacturer narrative:
Product ID: 3889-28, lot# va08ven, implanted:(B)(6) 2013-, explanted:(B)(6) 2018, product type: lead, product ID: 3037, serial# (B)(4), product type: programmer, patient, product ID: 3037, serial# (B)(4), product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a consumer (con). It was reported that the patient had a hospital stay on (B)(6)2015.

Event description:
It was reported that the patient had their device implanted on (B)(6) 2013 because their sling failed. The patient still had the same problem as they did before and thought the device was supposed to make things better and it was not better. The patient¿s prolapse problem was worse now than ever and the patient would have it removed, but the manufacturer would have to pay for it. It should have offered a lot more relief than this and should have lasted more than 2 years. If it couldn¿t help the patient, then nobody could. It failed, was no better than the rest of them, and nothing worked. The patient was angry and fed up. The patient hoped it would give them the relief they needed, but it hadn¿t and just made things worse. It had done nothing but get worse all the time. The patient was up 5 or 6 times a night, peed 3 to 4 times within an hour, and was not making it to the bathroom. This did not constitute that the product was doing its job too well and that was a 3.7v. The patient thought it was supposed to stop all of that and it didn¿t matter if it was on or off, the patient got the same results. It was doing exactly what they were doing before the thing was implanted. It was a waste of time and money. No outcome or interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.